Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the current controlling q1 transistor was shorted. The cause of the inability to properly charge the battery packs is the shorted transistor. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.